Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR. Device history review revealed no issues, the correct material and hardening procedure were used. Visual exam revealed both blade cutting edges are blunt and show marks and nicks. The tip of the cutting edge is broke off. Microscopic view of surface revealed no anomalies of material structure. No manufacturing issues were found relative to this issue.

Event description:
It was reported that while cutting a reconstruction plate during a mandible reconstruction for a tumor, the matrixmandible short cut broke. The surgeon selected another cutter to complete the procedure, nothing was left in the pt. No harm to pt.